Event description:
Procedure: ovarian cystectomy. Reportedly, during the procedure the balloon ruptured inside the patient's cavity. One large piece was retrieved. The physician thinks he retrieved all the pieces but cannot be 100% sure. No patient injury was reported.